Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the post (B)(4) clinical study according to the complainant, the patient underwent her third bronchial treatment to the right and left upper lobes on (B)(6) 2013. Following the procedure, the patient experienced exacerbation of asthma with symptoms of chest tightness and decreased forced expiratory volume. The patient was hospitalized and treated with frequent nebulizers. On (B)(6) 2013, the patient was discharged from the hospital and the event of exacerbation of asthma was considered resolved . On (B)(6) 2013, the patient experienced fatigue and heavy chest feeling. A chest x-ray was performed and was normal. The patient was diagnosed with bronchitis and was treated with a z-pak. No hospitalizations or ER visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2013 pre-bronchodilator: fev1: 2.04, fev1 % predicted: 73.38, fvc: 3.11, fvc % predicted: 94.82. Post-bronchodilator: fev1: 2.27, fev1 % predicted: 81.65, fvc: 3.25, fvc % predicted: 99.09.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4). According to the complainant, the patient underwent her third bronchial treatment to the right and left upper lobes on (B)(6) 2013. Following the procedure the patient experienced exacerbation of asthma with symptoms of chest tightness and decreased forced expiratory volume. The patient was hospitalized and treated with frequent nebulizers. On (B)(6) 2013 the patient was discharged from the hospital and the event of exacerbation of asthma was considered resolved . On (B)(6) 2013 the patient experienced fatigue and heavy chest feeling. A chest x-ray was performed and was normal. The patient was diagnosed with bronchitis and was treated with a z-pak. No hospitalizations or ER visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.04, fev1 % predicted: 73.38, fvc: 3.11, fvc % predicted: 94.82. Post-bronchodilator: fev1: 2.27, fev1 % predicted: 81.65, fvc: 3.25, fvc % predicted: 99.09. Additional information received as of (B)(6) 2013. On (B)(6) 2013, the patient experienced an event of asthma exacerbation with symptoms of cough, fatigue and shortness of breath. A pulmonolgist prescribed bactrim and prednisone. The symptoms worsened and the patient was treated with hydroxyurea. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Additional information received as of (B)(6) 2013. For the exacerbated asthma event experienced on (B)(6) 2013 the patient was treated with a prednisone taper from (B)(6) 2013 in addition to the frequent nebulizers. Additional information received as of (B)(6) 2014. According to the complainant, the event of exacerbated asthma, which is related to procedure 3, is still going on. During the course of the event, the subject was prescribed a new asthma medication, mepolizumab, which was started on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Study source: (B)(4) clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. .

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of (B)(4). According to the complainant, the patient underwent her third bronchial treatment to the right and left upper lobes on (B)(6) 2013. Following the procedure the patient experienced exacerbation of asthma with symptoms of chest tightness and decreased forced expiratory volume. The patient was hospitalized and treated with frequent nebulizers. On (B)(6) 2013 the patient was discharged from the hospital and the event of exacerbation of asthma was considered resolved . On (B)(6) 2013 the patient experienced fatigue and heavy chest feeling. A chest x-ray was performed and was normal. The patient was diagnosed with bronchitis and was treated with a z-pak. No hospitalizations or ER visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.04, fev1 % predicted: 73.38, fvc: 3.11, fvc % predicted: 94.82. Post-bronchodilator: fev1: 2.27, fev1 % predicted: 81.65, fvc: 3.25, fvc % predicted: 99.09. Additional information received as of (B)(4) 2013: on (B)(6) 2013, the patient experienced an event of asthma exacerbation with symptoms of cough, fatigue and shortness of breath. A pulmonolgist prescribed bactrim and prednisone. The symptoms worsened and the patient was treated with hydroxyurea. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Additional information received as of (B)(6) 2013: for the exacerbated asthma event experienced on (B)(6) 2013 the patient was treated with a prednisone taper from (B)(6) 2013 in addition to the frequent nebulizers.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. According to the complainant, the patient underwent her third bronchial treatment to the right and left upper lobes on (B)(6) 2013. Following the procedure the patient experienced exacerbation of asthma with symptoms of chest tightness and decreased forced expiratory volume. The patient was hospitalized and treated with frequent nebulizers. On (B)(6) 2013, the patient was discharged from the hospital and the event of exacerbation of asthma was considered resolved . On (B)(6) 2013, the patient experienced fatigue and heavy chest feeling. A chest x-ray was performed and was normal. The patient was diagnosed with bronchitis and was treated with a z-pak. No hospitalizations or ER visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.04; fev1 % predicted: 73.38; fvc: 3.11; fvc % predicted: 94.82. Post-bronchodilator: fev1: 2.27; fev1 % predicted: 81.65; fvc: 3.25; fvc % predicted: 99.09. Additional information received as of december 11, 2013. On (B)(6) 2013, the patient experienced an event of asthma exacerbation with symptoms of cough, fatigue and shortness of breath. A pulmonologist prescribed bactrim and prednisone. The symptoms worsened and the patient was treated with hydroxyurea. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Additional information received as of december 13, 2013. For the exacerbated asthma event experienced on (B)(6) 2013 the patient was treated with a prednisone taper from (B)(6) 2013 in addition to the frequent nebulizers. Additional information received as of march 12, 2014. According to the complainant, the event of exacerbated asthma, which is related to procedure 3, is still going on. During the course of the event, the subject was prescribed a new asthma medication, mepolizumab, which was started on (B)(6) 2014. Additional information received as of may 12, 2014. According to the complainant, the event of exacerbated asthma was reported resolved on (B)(6) 2014.